Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) was conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause was determined to be failure of components on the circuit board. This would cause the experienced errors and error codes. Olympus will continue to monitor for similar events.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a faulty cr board was found causing the reported issue. The error code e309 was confirmed and e308 was found intermittent with no image. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A nurse manager from a user facility reported an e309 error code during preparing to use a video system center for a colonoscopy procedure. The problem was first noticed between procedures. The procedure was completed with a different set of equipment. There was no patient injury or medical intervention associated with the problem. No additional information has been obtained.